Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2021. During procedure, when extending the anchor pocket with the obturator the internal bolster detached from the tube. The procedure was completed with a non-bsc peg tube. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2021. During procedure, when extending the anchor pocket with the obturator the internal bolster detached from the tube. The procedure was completed with a non-bsc peg tube. There were no reported patient complications as a result of this event. Additional information received on january 25, 2022: the obturator punctured the securi t anchor pocket.

Manufacturer narrative:
Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. H10: a securi-t replacement bolster was returned. The securi-t anchor pocket of the internal bolster was punctured. The initial reported event of internal bolster was not confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to the technique used or to an excess of force at the time of using the obturator rod, it has caused the puncture of the anchor pocket of the internal bolster. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.